Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use, during dwell 3 of 4. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the home patient (hp) regarding the system error 2240. The hp did not see defects or loose connections on the setup. The hp stated they did not save any form of the samples and did not have the lot numbers. The hp stated that they did not have any injury or medical intervention from this incident. There were no further details provided.